Event description:
Customer reported a burning smell from the iq200 unit.

Manufacturer narrative:
A burning smell was reported from the instrument but no smoke or flames. No emergency services were contacted fse found 2 cards with burned connectors and blackened pins on the pcb. There were no reports of injuries, smoke emission, and visible flames and fire department was not called.